Manufacturer narrative:
Information contained in this report has previously been submitted via psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is rupture. Device evaluation: visual analysis of the returned device identified device is underweight and a curved opening. A microscopic analysis was performed which identified one sharp edge opening on the posterior due to surgical impact, an unidentified tear opening, and non-penetrating nick near the opening, this condition was called surgical impact. A dimension measurement in the shell was performed which identified the thickness is within specification.

Event description:
Physician reported rupture confirmed via MRI. This record represents the right side. Device has been explanted.